Manufacturer narrative:
The repair is still in process. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The hillrom technician found the brakes will not set due to broken head end pivot block and needed to be replaced. Per the hillrom¿service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Apply the brake and make sure the stretcher does not move. If there is movement, look at the brake components for wear. Apply the steer, and make sure the stretcher steers correctly.look at the steer components for wear. Put the stretcher in neutral. Make sure all four casters rotate and roll freely adjust or replace components if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The pivot block holds up the tube in which the brake steer pedal is contained. If the pivot block is broken, there would be no resistance when applying the brake pedal on the stretcher. Based on the zero resistance feedback to the user that indicates the brakes are not set, we have determined that the pivot block being broken would not be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. Therefore, this does not meet the definition of a reportable malfunction that could lead to serious injury or death if it were to recur. The technician replaced the pivot block to resolve the issue.based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed brakes were broken. The bed was located at the account. There was no patient/user injury reported. Additional information was received upon inspection of the bed as the brakes will not set due to broken head end pivot block. This report was filed in our complaint handling system as complaint #(B)(4).